Event description:
It was reported that the patient was having difficulty establishing communication between the ipg their charging system and patient programmer (pp). An appointment was made to check the scs system. The patient forgot their pp. Another pp was used to check the system. No communication issues were encountered. A few weeks later, the patient was charging their ipg and felt an electrical surge/jolt in their back where they normally feel stimulation and then stimulation stopped. A second appointment was made to check the scs system. Communication could not be established between the charging system or pp. The antenna between the wand and ipg was repositioned, another charging system and pp was tried but received the same results. An x-ray was taken and showed that the ipg had not flipped. The physician explanted the patient's ipg and implanted a new ipg. Patient is doing fine.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.